Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when the backlight was on and she pressed the act button on the insulin pump it turned the light on the screen off. The edge of the screen varied in colors. The insulin pump experienced several blank displays. The customer did not have a new battery to test with the insulin pump. She was advised to revert to a backup plan until the replacement battery cap arrived. Customer's blood glucose level was not reported. The device was not returned.